Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a false occlusion alarm was confirmed during product evaluation. This condition was caused by a broken door latch. This pump is a baxter owned device and will not be repaired. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with a false occlusion alarm. This condition was discovered before use in the facility's general patient ward. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.